Event description:
A customer reported that the pump battery was depleting too quickly, leading to a pump shutdown. As a result, the customer's blood glucose level reached 440 mg/dl. The customer addressed the high blood glucose by administering a correction injection through multiple daily injections. There was no need for third-party assistance due to the blood glucose level. Technical support instructed the customer to uninstall and reinstall the mobile app, advising a follow-up if the battery depletion exceeded 35% per day.